Event description:
A customer contacted beckman coulter inc. (Bci) stating that a fluid was leaking from the ise drain tube located in the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported. The operator slid slightly but did not fall.

Manufacturer narrative:
The customer cancelled the service request for this event. The root cause is unknown.